Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. The customer blood glucose level was 40 mg/dl at the time of incident and the current blood glucose level was 119 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food for low blood glucose level. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer did allege pump was over delivering because customer thinks pump was cause of lower blood glucose. Customer also stated insulin pump received insulin flow block alarm however it was resolved by complete set change. Customer was not using auto mode. The insulin pump will be returned and reservoir will not be returned for analysis.